Manufacturer narrative:
All information reasonably known as of 11 oct 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received on 30 sep 2019, the device had been in place for two months.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot aa8239d13 was reviewed and the product was produced according to product specifications. All information reasonably known as of 10 sep 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It as reported that the gastrostomy tube migrated into the subcutaneous tissue of the abdomen, feeding air, medication and nutrition into the area. Patient was treated with antibiotics. Per additional information provided on 26 aug 2019, abdominopelvic CT scan confirmed the migration of the gastrostomy tube subcutaneously with uncollected hydroaerial infiltration of the right lateralized abdominal wall. There was subcutaneous passage of enteral nutrition (sondalis hp) and drugs (mag 2, potassium, and tareg).